Event description:
Additional information was received from a consumer on (B)(6) 2017 reporting that they were performing a routine charging when the elective replacement indicator (eri) appeared. It was reported that the patient had a consultation appointment with a surgeon.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. Additional information was received from the patient reporting that at the patient¿s consultation appointment it was decided that the patient was going to speak with a manufacturing representative. It was reported that they had an appointment at the doctor¿s office scheduled for (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient had met with the manufacturer representative. The patient¿s weight was noted to be (B)(6). It was determined that options for the patient¿s spinal cord stimulator included a trial of turning it off, surgically replacing the battery and extensions, or surgically removing it. The patient chose to try turning the stimulator off to see if he noticed a difference in his pain. He was to follow-up with hcp in 1 to 2 weeks.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the elective replacement indicator (eri) message was seen on the recharger in (B)(6) 2016. It was reported that the patient was taking longer to charge the implantable neurostimulator (ins). It was asked but unknown when the issue of taking longer to recharge started. The patient had their hip replaced. There was an allegation/dissatisfaction regarding the ins longevity. There were no patient symptoms reported.